Event description:
It was reported patient underwent a custom total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2014 due to the patient outgrowing the implant. The femoral components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.